Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, throat irritation/soreness and dry cough for 6 months. The patient did report to receive medical intervention and was prescribed medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, throat irritation/soreness and dry cough for 6 months. The patient did report to receive medical intervention and was prescribed medication. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown dust contaminant on the ui panel, inside the iso port of the rear panel, on the o-ring of the rear panel, on the rear panel, bottom enclosure, inside the inlet of the blower box, and on the blower box outlet. Evidence of liquid ingress with a dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination and liquid ingress in the device and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.